Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient stated that they noticed that they were still getting frozen seizures and cluster seizures too. Patient said they got their therapy turned on (B)(6) and after that they noticed that they started having these seizures often and they weren't sure if the therapy was really working for them or if it needed to be programming more. Patient said the doctor told them that they are only putting it half way up first and will increase more the next time. Patient also mentioned that they have an appointment with their healthcare provider on (B)(6) to have their therapy adjusted. The patient was redirected to their health care provider to further address the issue.